Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Describe medical/surgical intervention for exposure including dates and results. What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date. Following the procedure, the patient experienced less than 1 cm mesh extrusion in vagina. It was also reported that the husband can feel it during intercourse and patient can feel it during self-examination. The patient was examined in the clinic for further surgery to resolve this problem. Additional information has been requested.